Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ blunt fill needle there was loose material on the cannula. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that before use of the bd blunt fill needle there was loose material on the cannula. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
DHR was reviewed and there was no quality notification found related with this failure. One resin application failure was detected. Maintenance was requested and the process corrected. The pictures and sample of product were sent by the customer. It was possible to perform an investigation confirming the failure and determine the probable root cause of mechanical machine failure. The foreign matter failure, according picture and sample, refers epoxy resin excess application due to one mechanic machine failure. This epoxy resin lock the cannula over the hub. As the failure occurrence is considered punctual CAPA is not necessary. The defect identified by this complaint will be monitored.